Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ package was damaged. This was discovered before use. The following information was provided by the initial reporter: deviation in quality in the packaging of the 10ml syringe from bd, which came open, as there was no correct sealing.

Manufacturer narrative:
H6: investigation summary a batch history analysis was performed, quality notifications and maintenance records were checked where no records potentially related to failure were found. The retention samples were evaluated and no failure was observed. After the evaluation of the samples received and according to tests performed in the equipment, it was possible to identify as a cause of misalignment of the film in the sealing station of the syringe wrapping machine caused by the change of the film. This failure occurs in a punctual manner due to the way the change of the film was made causing displacement of the current and causing the film to be released occurring the incident. The operators of the production line will be notified about the occurrence. Additionally, the incident identified from this complaint will be monitored for trend evaluation. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ package was damaged. This was discovered before use. The following information was provided by the initial reporter: deviation in quality in the packaging of the 10ml syringe from bd, which came open, as there was no correct sealing.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: (B)(6)2020. H6: investigation summary a device history review was performed, quality notification and maintenance analysis and no occurrences potentially related to the defect was observed. The retention samples were evaluated and no failure was observed. The sample sent by the customer were verified and it was possible observe packaging seal failure. The possible cause for the problem is failure at seal station at packaging machine, caused by material stuck at sealing toll, witch caused the seal failure. To investigate and address actions for the occurrence it was opened the CAPA #2022749

Event description:
It was reported that bd plastipak¿ syringe 10ml luer-lok¿ package was damaged. This was discovered before use. The following information was provided by the initial reporter: deviation in quality in the packaging of the 10ml syringe from bd, which came open, as there was no correct sealing.